Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. As a cause of leakage from the channel, it is likely that the channel was damaged by forcible handling/passage of endo therapy accessories. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed, there was no image and a b30 scope communication error. Additional findings include the following: the leak test failed; there was a minor chip and scratches on the distal end plastic cover; there was fluid on the bending section cover; the bending section cover glue had a chip, was lifting, and had scratches; there were scratches were on the light guide lens; there was channel leaking due to scrape marks in the forceps passage; the bending section failed the e-continuity test; there were minor scratches on the insertion tube; the control body was wet; the scope connector plug unit was defective and there was a tear boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was no image on the evis exera iii bronchovideoscope. The procedure was not cancelled or postponed and was completed using another similar device. There were no reports of patient harm associated with this event.